Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and the displacement accuracy test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. The insulin pump was uploaded to carelink pro. The carelink report and insulin pump daily history files show pump activity, bolus wizard events, and insulin deliveries for april 10-12, 2017. No insulin pump or carelink history anomaly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2017 due to low blood glucose. Customer's blood glucose was 41 mg/dl. Paramedics treated customer and left. Customer was treated with insulin shots. Troubleshooting was performed and caller reported that customer previously had low blood glucose and believed that insulin pump was not delivering insulin correctly. Caller also reported that dates were missing from insulin pump's data. Caller was advised that insulin pump would need to be replaced.